Manufacturer narrative:
The device eval is currently underway. A f/u report will be submitted after the eval is completed.

Event description:
Reported under-infusion. Pt was a preemie newborn. Pump set to infuse 0.5cc of lipids per hr. At 10pm, nurse stated that the syringe was not moving. The nurse documented where syringe should be does not meet actual. Estimated syringe amount remaining should have been 10.2 mls. Remaining syringe was taken out and reinserted, also label was removed in case there was interference. Used a monjet 20cc syringe (B)(4). No pt injury reported.